Manufacturer narrative:
(B)(4).

Event description:
It was reported hcp indicated pt had pain and felt like she needed to go, but really did not need to. The pt had seen physician and was programmed recently. The pt indicated sharp pain that originated from implantable neuro stimulator (ins) pocket to groin/inner left thigh area. The pt did not feel this pain constantly. The pain had started the night after pt was reprogrammed. It was noted stimulation was decreased from 3.7 to 3.0. It was also reported while stimulation was turned on a shocking or jolting sensation occurred. It was noted patient had a loss of therapeutic effect after programming adjustment. The hcp noted limited troubleshooting. The hcp was planning to visit pt later today to assist with programmer. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.